Manufacturer narrative:
The field service representative could not determine a cause. He verified the analyzer performance. He noted both samples were slightly hemolysed and original sample has obvious blood cell in bottom of cup. The customer ran precision testing and all test results were within the specified range. The investigation did not identify a product problem. The cause of the event could not be determined. Based on the qc and calibration data, there was no indication for a performance issue of reagent or instrument.

Event description:
The initial reporter received a questionable gentq (gentamicin) result for one patient from the cobas 6000 c501 analyzer. The initial result was 3.4 ug/ml and was reported outside of the laboratory. The result was questioned by the nurse who asked for another sample to be drawn from the patient. The result from the redraw sample was 0.4 ug/ml. The original sample was repeated and the result was 0.8 ug/ml. The reagent lot number was 73502843 with an expiration date of 30-apr-2020.